Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, a review of the pump history revealed multiple call service alarms with high force observed in the black box history due to an occlusion alarm during the prime step. The rewind, prime and load steps were performed on the pump with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. No damage or corrosion was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.